Manufacturer narrative:
(B)(4). Drive link: the analysis results of the msm20 confirmed that the instrument was received non-functional. The device was returned with one drive link disengaged from the cam tube driver. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a thyroid procedure, the metal clip would not close when fired. The case was completed with another device of the same product code. There were no patient consequences reported.